Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and loss of appetite. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to catheter removal and another indication. It was reported that the patient was ttreated with vancomycin injection (1gm, every 5th day) and meropenem injection (1gm, once daily) and heparin injection (1/2 ml per bag) for peritonitis. The same day as the event onset, pd therapy was discontinued. The pd catheter was removed and the patient was transferred to hemodialysis (hd). Two days after the event onset, the patient died in the ICU. The cause of death was reported as due to hypotension and cardiac arrest. It was not reported if an autopsy was performed. The patient was recovering from loss of appetite but has not recovered from peritonitis and cloudy pd effluent; however, hd was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.